Manufacturer narrative:
Investigation included complaint intake review, troubleshooting with the user, and product-use assessment. Investigation of this case revealed that the infusion set was found dislodged, leading to interrupted insulin delivery, with glucose normalization after correction. It was concluded that hyperglycemia occurred and the cause was unclear given the reported set dislodgement and lack of further device malfunction evidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user¿s infusion set dislodged overnight, insulin delivery was interrupted, and the user experienced hyperglycemia with the highest blood glucose of 532 mg/dl for approximately six hours; the user resumed insulin after an infusion set change guided by support. Symptoms included no reported clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and glucose returning to range after troubleshooting and education.